Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including underwater pressure testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow issue was observed while a clear-link system secondary medication set was connected to a clear-link system continu-flo solution set running on a spectrum iq pump. This issue was observed during patient infusion of 500mg thiamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.